Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient's catheter for their implantable infusion pump used for non-malignant pain, and failed back syndrome. It was reported on (B)(6) 2016 that the patient states their catheter had been plugged since (B)(6) 2016, and they had the pump and catheter replaced on (B)(6) 2016. Before the explant and replacement the patient had a gradual return of pain symptoms. He went to the doctor and they discovered the catheter was clogged on (B)(6) 2016. The patient experienced pain after the replacement as well. The patient was being medicated through the pump with hydromorphone at an unknown concentration, and an unknown dose. The patient was also being medicated through the pump with bupivacaine at an unknown concentration, and an unknown dose. The patient was also being medicated through the pump with morphine at an unknown concentration, and an unknown dose. The patient's status was unknown. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.